Event description:
Customer alleged blood glucose result of 732 mg/dl was reported by the advantage system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for a test results outside the reportable range of the system, and is reported against the advantage meter. This result was also reported as discrepant with another result during back-to-back testing and that medwatch is reported against the comfort curve test strips. (B)(4).